Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected off no power, low battery or failed battery test alarms were noted. The insulin pump passed functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump had a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported that she was in a bike accident and her blood glucose was high and the customer received a failed battery test alarm on her insulin pump. Her blood glucose was 308 mg/dl, which she treated with a back-up insulin pump. Troubleshooting was performed and the failed battery test was resolved with a new battery. Troubleshooting was performed for the high blood glucose, as well. The drive support cap appeared normal. No air bubbles were noticed in the tubing. The customer stated she did not notice a leak. The old set had been thrown away. While the customer was in the hospital due to the bike accident, she reportedly had tests run while she was wearing the insulin pump. Nothing further was reported.